Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of an inguinal hernia, characterized by fill pain, which warranted hospitalization and surgical intervention. Per the pdrn, causality was attributed to the patient¿s pannus becoming enlarged following gastric bypass surgery. The weight of the pannus reportedly caused the inguinal hernia. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s inguinal hernia. Hernias are a well-known potential complication of pd therapy, due to the increased intra-abdominal pressure created during therapy. This pressure can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, hernias are a relatively common occurrence in , with a prevalence rating of ¿7% to 27%¿. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient recently underwent hernia surgery. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient underwent gastric bypass surgery on (B)(6) 2019, prior to beginning continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) in the ¿latter half¿ of 2019. The surgery was successful, and the patient began losing weight rapidly. After beginning ccpd therapy, the patient started complaining of fill pain on/off. The patient was sent to see the surgeon on approximately (B)(6) 2020, and it was discovered the patient¿s pannus had become enlarged from weight loss, which caused a left sided inguinal hernia. The patient was hospitalized on (B)(6) 2020 for an abdominal panniculectomy and hernia repair. The surgery was successful, and the patient continued to undergo ccpd utilizing a reduced fill volume of 1000 ml. The patient was discharged in stable condition on (B)(6) 2020 and is recovering from the events. The pdrn stated while the pannus caused the hernia, it was ¿impossible¿ to know if ccpd therapy worsened the hernia or not. The patient saw the surgeon on (B)(6) 2020 and was being evaluated for the return to normal fill volumes of 1500 ml. The patient has not complained of fill pain following the surgery; however, he is still taking pain pills. Following discharge, the patient resumed utilizing the same liberty select cycler as before surgery.